Manufacturer narrative:
One osseotite implant was returned for inspection. The implant shows large signs of wear, damage and tissue attachment about the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The malfunction as reported has occurred thus the complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown abutment screw fractured inside the implant (oss410). The fractured screw piece remains in the implant and the implant was removed.